Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after lesions were placed in the left superior pulmonary vein (lspv), a left atrial thrombus was observed via intracardiac echocardiogram (ice). The case was aborted, and the patient was under general anesthesia. The thrombus was then subsequently removed from the left atrium, and no further intervention was needed. It was noted that there was no extended hospitalization, and the patient is doing well from a neurological perspective. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show any issues for the date of the event. There was no indication that the reported adverse events (thrombus and aborted under general anesthesia) were related to the performance of the reported balloon catheter 2af284 lot number 31547. In conclusion, the clinical issues could not be confirmed through data analysis. The reported balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.